Manufacturer narrative:
(B)(4). Device was returned for analysis and upon inspection. The jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected due to the condition of the jaws; in addition, the lockout mechanism was found to be non-functional. During the analysis, no multiple feed incidents were noted. The device was disassembled in order to evaluate the condition of the internal components and no anomalies were noted. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. No conclusion could be reached as what may have caused the reported incident of multiple feed and the found failure of the lockout. The device record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the surgeon was firing a ligaclip applier and two clips came out at the same time. Perhaps one got jammed and then the other came out with it. No patient consequences reported.